Event description:
The manufacturer's representative (rep) reported no communication was able to be established using the recharger or clinician programmer with an implantable neurostimulator (ins) that was in the box and not implanted. It was noted the ins was short-dated with an expiration date of july 2016. Several short physician mode recharges (pmr) were performed but the issue wasn;t resolved and the ins remained unresponsive. Due to the ins not responding to the pmr's the rep. Was advised not to implant the ins.

Manufacturer narrative:
Analysis of the implantable neurostimulator (s/n (B)(4)) found the service life started prematurely. The ins was received in an unopened, partially torn, shrink wrapped box. The ins did not have telemetry or output. Telemetry was restored after one physician mode recharge. After telemetry was restored the ins passed functional testing. According to the trace report taken from the ins, the implant life had been started on (B)(6) 2015. Since the ins was not kept recharged after the service life was started, the ins battery drained to the "sleep/lock" mode on (B)(6) 2016 and subsequently went to an overdischarge state. The ins would have been in an overdischarged state by the time the representative in this case reported the no telemetry condition on (B)(6) 2016. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because this is the closest code available with respect to this event.